Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, distorted, stretched and lifted upwards from the stent profile. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier¿ drug-eluting stent was selected for use to treat the target lesion. However, after the scrub nurse removed the stent from the protection ring, the nurse noted that the stent was damaged at the distal end. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier¿ drug-eluting stent was selected for use to treat the target lesion. However, after the scrub nurse removed the stent from the protection ring, the nurse noted that the stent was damaged at the distal end. No patient complications were reported.